Manufacturer narrative:
Concomitant medical products and therapy date: detail of product: item # 0100214046, item name durom acet comp 46/40 code f, lot # unknown. Item # unknown, item name versys stem 12 mm, lot # unknown. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. No further investigation required as this issue is known and addressed in (B)(4). (Error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved. Pain, higher ion release). At least one of these error patterns is observed in this event. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Therefore, zimmer gmbh considers this case as closed. Zimmer¿s reference number of this file is (B)(4). Lot number not available.

Event description:
A patient is pursuing a product liability claim following revision surgery due to lack of mobility and elevated metal ions.

Manufacturer narrative:
This case was reopened on jul 4, 2019 to enter additional information which was received on jun 24, 2019. Since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to limited range of motion, elevated metal ions, psuedotumor and metallosis.